Event description:
As reported by user facility: IV catheter was used for IV insertion. There was no issue with the insertion. When the nurse retracted the needle from the catheter, the protective cover did not cover the needle. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample(s) were provided. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. All information concerning this reported incident has been included in our trend analysis of the product line.